Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a chronic infection. The implantable cardioverter defibrillator system was removed, replaced, and no further patient complications have been reported as a result of this event.